Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed a glucose value of 200 mg/dl while a contemporaneous fingerstick measured 53 mg/dl; the user calibrated the ilet and treated with oral glucose, after which glucose rose to 130 mg/dl, and the low glucose period lasted about one hour without insulin suspension or ketone testing. Symptoms included hypoglycemia. Outcomes included user self-treatment with oral carbohydrates and no medical intervention. Investigation included troubleshooting and education with the user. Investigation of this case revealed a cause that remains unclear. It was concluded that the event involved hypoglycemia of unclear cause with user-reported resolution after oral glucose.